Event description:
Information received indicates the casters continue to turn when in brake.

Manufacturer narrative:
The technician found that the caster wheels were worn. He adjusted the brake pads to repair the stretcher.